Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body nad the procedure was completed with a a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient's body nad the procedure was completed with a different device. No patient complications were reported.